Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 70% stenosis and was 6 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with direct placement of a 2.50 x 8 mm promus element¿ plus drug eluting stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, patient presented with intermittent chest pain suggestive of unstable angina. The chest pain was associated with shortness of breath. Subsequently the patient was referred for cardiac catheterization and was hospitalized on the same day. Coronary angiography was performed and an 80% in-stent restenosis in mid lad was noted and was then treated with placement of 3.00 x 20 mm synergy¿ drug eluting stent with 0% residual stenosis. On the following day, the event was considered resolved and the patient was discharged on the same day.